Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. The reported failure was able to reproduced. The product had caused the reported failure. The failure was caused by the misuse of the product. The exact cause of how and when the problem occurred could not be determined. However a potential root cause for this failure mode could be manufacturing related due to operator error or mechanical error or user related or mishandling product or thin rubberized layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that at the end of the surgery urologist tested the balloons of 2 new probes and identified that there was a lot of resistance during the inflation. It was a problem as the part remained in the patients bladder and for removal the catheter had to be deflated but they were unable to deflate. Per additional information received from the ibc via email on (B)(6) 2021 the defect was identified during a test performed by the doctor before the implant in the patient. The doctor decided not to implant the device in the patient due to the defect was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that at the end of the surgery urologist tested the balloons of 2 new probes and identified that there was a lot of resistance when insufflating. It was a problem as the part remained in the patient's bladder and for removal it had to be deflated.